Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs); medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34; product lot/serial number (B)(6); product type: delivery catheter system (dcs); product ID d-evolutfx-34; product lot/serial number unknown; product type: delivery catheter system (dcs); product ID evolutfx-34; product lot/serial number (B)(6); product type: heart valve; product ID edwards sapien; product lot/serial number unknown; product type: heart valve; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a failed medtronic surgical va lve, the valve ((B)(6)) was implanted at an optimal depth. The valve did not dislodge at the desired implant depth or was the valve constrained. After a few minutes the valve dislodged into the left ventricle due to patient anatomy. The valve caused impingement on the anterior leaflet of the mitral valve and the patient decompensated. The physician attempted to implant a second valve ((B)(6)). Several attempts to position the valve were made but was unsuccessful due to patient anatomy. The second valve was retrieved from the patient and the implant attempt was aborted. The physician used two snares on the first valve ((B)(6)) to position more aortic. Due to patient instability, a non-medtronic sapien valve was placed within the first valve ((B)(6)) to anchor the valve. Per the physician, the patient's annulus size and left ventricular outflow tract (lvot) flare contributed to the event. Due to the extent of time from the impingement on the mitral valve anterior leaflet until the valve was snared, caused the patient to be in critical condition. The physician did not allege a product issue. Further details were not provided. No additional adverse patient effects were reported.